Event description:
The international customer reported the ventilator the ventilator fails the patient circuit test due to a check valve 3 leak. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.